Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. A review of the submitted log file spanned approximately 10 days ((B)(6) 2020 ¿ (B)(6) 2020 per time stamp). On (B)(6) 2020 at 01:57, (B)(6) 2020 at 08:15, and (B)(6) 2020 at 12:57 and 13:13, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~0-3.5v. The alarm cleared on its own shortly after power was restored each time. The backup battery was able to provide power to the controller during these events. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event. However, no response was received. A root cause for the reported event cannot be conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
PMA/510(k) #: p160054. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing low voltage and no external power events on (B)(6) 2020. These all occurred while the patient was connected to the mobile power unit.